Event description:
During laparoscopic diagnostic (r) salpingo oophorectomy, dr used a "atw 45" linear cutter - it did not cut. Dr used a second and it fired correctly; however a reload would not fire. A 3rd was used and fired correctly.